Manufacturer narrative:
(B)(4). This medwatch report # 2210968-2013-02588 is being voided as it is a duplicate of medwatch report #2210968-2012-02702. Please see medwatch report # 2210968-2012-02702 for all information regarding this event.

Event description:
It was reported that the patient underwent a hysterectomy concurrently with mesh implantation on (B)(6) 2006 to treat stress urinary incontinence. It is reported that the patient experienced pain, urinary tract infections, urinary urge incontinence, dyspareunia, extrusion, erosion, infection, organ perforation, fistulae, recurrence, bleeding, vaginal scarring, and neuromuscular, urinary and bowel problems. In (B)(6) 2011 she had an ultrasound which revealed mesh protruding through the bladder wall. On (B)(6) 2011, she underwent a cystoscopy with mesh removal, bladder repair, and suprapubic tube placement. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat genuine stress urinary incontinence and a fibroid uterus. The patient underwent the concurrent procedures of cystoscopy with a transvaginal hysterectomy during mesh implantation. The patient underwent mesh excision/revision in order to manage the erosion of mesh into the left lateral bladder wall.

Manufacturer narrative:
(B)(4) - undefined recurrence; protrusion; neuromuscular/urinary/bowel problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02702. The same patient is represented in each medwatch.